Event description:
A cardiologist used ultrasound guided access for the right internal jugular vein during sheath placement for a right-heart catheterization. After verifying via ultrasound and x-ray that the wire used for access was not in the right internal jugular vein, the cardiologist attempted to remove the wire and redirect it. Upon attempted removal of the wire, the radiopaque tip sheared off the wire and remained in the patient's neck. Ultrasound and x-ray were used to confirm that the wire was not mobile and was maintained within the patient's tissue.